Event description:
It was reported that during the nephrectomy procedure, they loaded the stapler cartage. They clamped the stapler across the vessel and they went to fire, but it did not fire correctly, and it locked itself out. They tried the knife reverse button but described it as loose and it didn't work. So they had to use the manual override to get the stapler to open. There was no harm to the patient. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one (B)(4) device was returned with no visual non-conformance's and without a reload present. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut, and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted. He knife reverse button worked properly during testing. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.